Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as the lead was found to be frayed. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as the lead was found to be frayed. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as the lead was found to be frayed. This lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead began exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. Tachy therapy had previously been programmed to monitor only due to the observed noise. At the most recent device check, it was noted that non-sustained ventricular tachycardia (nsvt) episodes had been recorded due to oversensed noise. The indication for therapy at the time of initial implant was cardiac arrest and possible long qt syndrome, however the long qt syndrome has now been ruled out. This rv lead remains in service; there are no plans to revise or replace the rv lead at this time. No additional adverse patient effects were reported. Additional information received reported that the field representative planned to program tachy therapy off and the physician planned to program brady therapy off. Technical services (ts) also recommended disabling daily measurements, and reviewed the programming changes and effects. This right ventricular (rv) lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -- correction to b2: "hospitalization" removed from outcomes attrib to adv event. Correction to b5: upon further review, the event description was updated to reflect initial report of tachy therapy programmed to monitor only as medical intervention. Correction to h6: coding was updated to reflect tachy therapy programmed to monitor only as medical intervention.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as the lead was found to be frayed. This lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead began exhibiting high out of range pacing impedance measurements greater than 2,000 ohms. Tachy therapy had previously been programmed to monitor only due to the observed noise. At the most recent device check, it was noted that non-sustained ventricular tachycardia (nsvt) episodes had been recorded due to oversensed noise. The indication for therapy at the time of initial implant was cardiac arrest and possible long qt syndrome, however the long qt syndrome has now been ruled out. This rv lead remains in service; there are no plans to revise or replace the rv lead at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon further review, the event description was updated to reflect initial report of tachy therapy programmed to monitor only as medical intervention. Correction to h6: coding was updated to reflect tachy therapy programmed to monitor only as medical intervention.